Event description:
On sept 15th 2010, an isite pacs customer facility reported that they had a pt death on (B)(6) 2010, "with a lung problem". The image taken from that pt did not come to isite pacs "at that moment" and the pt died. The reason for the death and verification whether isite pacs in any way contributed to the death was still under investigation and needed to be confirmed by the customer. On sept 19th, further update was received from the facility confirming that isite pacs did not contribute in the cause of pt's death. The person at the facility taking the image made a mistake in the radiology info system (ris), a software system independent of isite pacs, therefore, the status of the image was incorrect and did not come on the worklist of the radiologist and the wrong conclusion was drawn. Isite pacs did not malfunction nor contribute to the reported death. Info on the pt and cause of death has been requested from the facility however, no further info has been received at the time of this report.

Manufacturer narrative:
Isite pacs is a software product. Philips is able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available info at the time of this report and the update obtained from the customer / user facility, we can confirm that isite pacs did not contribute to the death of the pt.